Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient was seen by their dentist, and they had 8 fillings done and a crown placed. The patient hasn't worn the aligners for over a year. The dentist told the patient that they are recommending aligner treatment to remove the crowding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.